Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to annular and left ventricular outflow tract (lvot) calcification, a balloon aortic valvuloplasty (bav) was not performed. The valve was implanted at 5mm on the non-coronary cusp (ncc) and 7mm on the left coronary cusp (lcc). The valve was underexpanded at the annular calcification, but reportedly had a good seal and was functioning properly with a valve gradient less than 10mmhg. Six days following the valve implant, the patient condition worsened and echocardiogram revealed the valve was more distorted and the valve gradient was 20mmhg. Seven days following the valve implant, a bav was performed to treat the underexpansion. An echocardiogram revealed a hematoma in the aorta without rupture or effusion. The valve appeared less distorted and the valve gradient decreased to 10mmhg. Mild paravalvular leak (pvl) was noted and the patient was stable. No other adverse patient effects were reported.